Event description:
A report was received that the patient had redness and small amount of drainage at the pocket site. The patient was prescribed bacitracin to help with healing. The patient was reportedly doing well.